Event description:
A consumer reported that her vision gradually declined in both eyes, following bilateral, multifocal intraocular lens (iol) implant surgery. She stated that initially her vision was perfect at all ranges. Then her vision declined at near and intermediate range and a haze developed. A yag capsulotomy was performed, which helped with the haze. Currently, her vision continues to be blurry, she sees two images (images have a shadow), requires reading glasses, and experiences starbursts at night. The surgeon has treated her for dry eyes and has suggested refractive enhancement, although no intervention has been scheduled. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).